Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. After ablation was performed with a tacticath quartz ablation catheter on a patient with unusual pulmonary vein anatomy, the patient became hypotensive. An echocardiogram revealed a pericardial effusion and two bags of the plasma substitute, volplex, were administered. The patient remained hypotensive and a second echocardiogram revealed an increase size of the pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The following day a second pericardiocentesis was performed and the patient discharged from the hospital as planned. There were no performance issues with any sjm device.